Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was damaged and stretched along its entire length. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. During placement of a 3.0x20mm promus element stent in an unspecified lesion, it was noted that the stent was not mounted on the balloon. The dislodged stent was located in the hemostatic valve. The procedure was completed with another 3.0x20mm promus element stent. No patient complications were reported the patient status is stable. Medications received before the procedure included aspirin and clopidogrel. Medications received during the procedure included heparin and monocordil.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. During placement of a 3.0x20mm promus element stent in an unspecified lesion, it was noted that the stent was not mounted on the balloon. The dislodged stent was located in the hemostatic valve. The procedure was completed with another 3.0x20mm promus element stent. No patient complications were reported the patient status is stable. Medications received before the procedure included aspirin and clopidogrel. Medications received during the procedure included heparin and monocordil.